Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient mentioned to someone else in the facility that the implantable neurostimulator (ins) had never worked. The patient was not maintaining the ins at the time of the report, there were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.